Event description:
The pt is a 31 yr old white female who had bilateral breast augmentation in 1980 with co silicone gel implant. The pt developed fever, lymphadenopathy, pneumonia, nausea & diarrhea after surgery & this had flare-ups for 3 yrs. She was diagnosed with pelvic inflammatory disease in 1985. Currently, she still has low level nausea & fatigue. She also has numbness & tingling in the left back over the scapula, left leg, numbness & tightness in the left neck area. Her examination shows she has a class iii capsular contracture on both sides. The xerogram shows a probable rupture of the left implant & the right implant appears to be intact. As a result of probable ruptured implants & systemic symptoms that may be associated with a reaction to silicone, it is medically necessary to remove these implants.